Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure upon insertion of the device into the guide catheter, the lap joint was suddenly separated. Upon pulling the ivus catheter, the wire was entangled in the separated part. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section, and the imaging core had windup with its drive cable coiled near the detachment of the imaging window. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of sheath detachment and guidewire entanglement are confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure upon insertion of the device into the guide catheter, the lap joint was suddenly separated. Upon pulling the ivus catheter, the wire was entangled in the separated part. The procedure was completed by using another of the same device. There were no patient complications reported.